Event description:
It was reported that this implantable pacemaker switched to unipolar pacing due to right ventricular (rv) lead pacing impedance greater than 3000 ohms. The lead also exhibited high pacing output and the minute ventilation (mv) sensor was disabled. The patient experienced dizzy spells and the pacemaker recorded episodes showing noise and inhibition of rv pacing coinciding with some of the patient dizzy spells. The decision was made by the clinic to reprogram the pacemaker back to bipolar configuration, resulting in the patient experiencing syncope the following day. The patient was then admitted to the hospital and the pacemaker showed long pauses recorded, therefore, the device was reprogrammed again due to the intermittent noise. Subsequently, the device was explanted and the lead surgically abandoned. The device system was replaced with non-boston scientific products. The rv lead is a non-boston scientific product. The cause of the reported observations is a suspected lead fracture. No additional adverse patient effects were reported. The implantable pacemaker is expected to be returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker switched to unipolar pacing due to right ventricular (rv) lead pacing impedance greater than 3000 ohms. The lead also exhibited high pacing output and the minute ventilation (mv) sensor was disabled. The patient experienced dizzy spells and the pacemaker recorded episodes showing noise and inhibition of rv pacing coinciding with some of the patient dizzy spells. The decision was made by the clinic to reprogram the pacemaker back to bipolar configuration, resulting in the patient experiencing syncope the following day. The patient was then admitted to the hospital and the pacemaker showed long pauses recorded, therefore, the device was reprogrammed again due to the intermittent noise. Subsequently, the device was explanted and the lead surgically abandoned. The device system was replaced with non-boston scientific products. The rv lead is a non-boston scientific product. The cause of the reported observations is a suspected lead fracture. No additional adverse patient effects were reported. The implantable pacemaker is expected to be returned for analysis. The device was returned for analysis.

Event description:
It was reported that this implantable pacemaker switched to unipolar pacing due to right ventricular (rv) lead pacing impedance greater than 3000 ohms. The lead also exhibited high pacing output and the minute ventilation (mv) sensor was disabled. The patient experienced dizzy spells and the pacemaker recorded episodes showing noise and inhibition of rv pacing coinciding with some of the patient dizzy spells. The decision was made by the clinic to reprogram the pacemaker back to bipolar configuration, resulting in the patient experiencing syncope the following day. The patient was then admitted to the hospital and the pacemaker showed long pauses recorded, therefore, the device was reprogrammed again due to the intermittent noise. Subsequently, the device was explanted and the lead surgically abandoned. The device system was replaced with non-boston scientific products. The rv lead is a non-boston scientific product. The cause of the reported observations is a suspected lead fracture. No additional adverse patient effects were reported. The implantable pacemaker is expected to be returned for analysis.